Event description:
It was reported that balloon rupture occurred. The 75% stenosed, about 10cm target lesion was located in a shunt in the moderately tortuous and non-calcified vein in the left forearm. After a 5f non-boston scientific (bsc) guide catheter and a .035 non-bsc guidewire were crossed the lesion, a 6.0 x 20, 40cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and contrast agent was found to be leaking. The procedure was completed without replacing the device as the minimum necessary inflation was obtained. No patient complications were reported and the patient status was good.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1- initial reporter address 1: (B)(6). Device evaluated by MFR.: a mustang 6mm x 2cm, 24atm, 40cm, was returned for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. No issues were noted with the balloon material which may have potentially contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified a shaft leak 10mm proximal of the proximal markerband. A visual and tactile examination of the tip identified no damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, about 10cm target lesion was located in a shunt in the moderately tortuous and non-calcified vein in the left forearm. After a 5f non-boston scientific (bsc) guide catheter and a .035 non-bsc guidewire were crossed the lesion, a 6.0 x 20, 40cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and contrast agent was found to be leaking. The procedure was completed without replacing the device as the minimum necessary inflation was obtained. No patient complications were reported and the patient status was good.